Manufacturer narrative:
This device was returned to mmdg for evaluation, however, no lot number was provided. During the investigation mmdg was unable to replicate or confirm the complaint. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that leaked at the filter. The initial reporter also stated that the patient was doing well afterwards. Mmdg did follow up with the complainant, however, they stated that they did not have any additional information. (B)(4).